Event description:
It was reported the essential tremor patient experienced their right hand shaking beginning in (B)(6) 2014. The patient met with their healthcare provider (hcp) two days prior to report to be reprogrammed and was told their ¿battery power had about 10% left.¿ the patient¿s right side programmer was adjusted at that time, but the ¿patient¿s right hand had no reaction.¿ as a result, the patient¿s ¿doctor judged the left lead was broken¿ and that replacement surgery was needed. The cause and specific location of the lead break was ¿unknown¿ as of four days after initial report. It was noted that ¿no¿ troubleshooting, interventions, or actions had been taken to resolve the issue as of four days after initial report. The patient¿s ¿right hand was trembling¿ at that time and it was ¿unknown¿ whether they were receiving effective therapy. Additional information has been requested; a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).